Event description:
Reporter indicated that patient was explanted due to an infection. Further investigation revealed that the patient was seen by their physician in 2001. The patient was afebrile. Mild cellulitis and erythema was discovered at the neck incision and the patient was prescribed keflex. A culture was not performed. Four days later, erythema resolved; however, an accumulation of hypertrophic granulation was noticed at the neck incision and cauterized with silver nitrate. The physician noted the removal of a small suture fragment without complications. On the next month, the granulation had resurfaced and the patient was admitted to hospital for IV fluids and antibiotics as a possible infection was suspected. Bipolar lead wires were noticed protruding from left cervical incision 6 days later and removal of the bipolar leads was performed. On the next, the infection had resolved. During a follow up visit 4 days later, the physician noticed swelling at the generator site and believed a possible deep space infection was present near the generator site. Generator was explanted the next day. Patient was diagnosed with seroma, however was healing well at the time of consultation 9 days later. It was noted that a small pustule was present in the lead area along with a small stitch abscess. The generator site was healing well. Suture material that was still present was removed without difficulty. Keflex was administered for seven days. In 2002, the patient was seen and it was determined that foreign bodies remained in the lead site; therefore, exploratory surgery was preformed and the patient is currently responding and healing as expected.